Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.11 e. Retainer ring = black. The pump was returned for a no delivery/occlusion alarm found on (B)(6) 2021. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found no unexpected no delivery/occlusion alarm (insulin flow blocked alarm (faultnumber = no delivery (7)) in the pump history/traces download. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm (insulin flow blocked alarm) noted during testing. Pump was cut open to perform visual inspection and moisture damage found on the pcba 1 at power connector (j7) area. The force sensor measurement was within spec range (23.8 mv). The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. No delivery/occlusion alarm was not confirmed. Moisture/cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.